Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument moved on its own without the surgeon controlling, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend (vse) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted panproctocolectomy surgical procedure, the vessel sealer extend (vse) instrument moved on its own without the surgeon controlling. The procedure was completed with no reported injury and less than a 15-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon's head was not inside the surgeon console's high resolution stereo viewer when the issue occurred. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was not related to an inability to move the instrument. The movements of the surgeon scale were appropriately to the instrument but lesser than intended. The movement was restricted overall. The timing of instrument movement was appropriate. No shakiness or friction experienced. No instrument-to-instrument or system arm-to-arm interference. No external collisions. The instrument was removed and inspected before using a new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. No errors occurred during in-house testing. Additionally, the instrument's main tube was found to be bent. The bending damage is located near the proximal end of the main tube. Also, the instrument was found to have dislodged blade based on log review, but it was not observed during in-house inspection. No conductor wire or snake wrist damage was found. There was a medium amount of bio debris found at the instrument tip. A review of log showed one blade exposed failure. The instrument was placed on the in-house system and passed self-test.

Event description:
Refer to h10/h11 for follow-up information.